Event description:
The customer reported that the charge on their battery depleted from full within two (2) weeks and the device would no longer power on. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
The customer has replaced their battery and the device functions normally. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify any failure with the device itself. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The customer has replaced their battery and the device has been functioning normally. The customer's battery has not been returned to physio for evaluation.